Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026 due to device non-use. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report